Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the suite pc application was not booting completely. The rse analyzed the log file and found the driver file missing in suite pc. A philips field service engineer (fse) went onsite and found the suite pc software was corrupted. To resolve the issue, the fse reloaded the suite pc software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) reloaded the suite pc software and returned the system to use in good working order.